Event description:
Revision surgery - the pt had a successful total shoulder prosthesis on (B)(6) 2011, before tearing subscapularis. The pt underwent surgery to repair the torn subscapularis on (B)(6) 2012, but tore the muscle again recently. The surgeon decided to convert to a reverse shoulder prosthesis.